Event description:
The customer reported, that the pt quit breathing and there was no alarm. The neonate had a spo2 desaturation of 21 percent. The customer claimed there was no audio alarm generated.

Manufacturer narrative:
The customer reported, that in 2008 while a pt was connected to an mp30 intellivue monitor, that the pt's spo2 level dropped to 21% and the monitor did not audibly alarm. The pt's mother came out and asked a nurse and student nurse to come in the room. The pt was very pale and blue around the mouth. The customer also stated, that this was the second episode that day, when the pt was apneic. The first episode was approx 20:20 and was not witnessed by any hospital staff. After the second episode, the pt was transferred to picu. Philips is considering that emergent care is expected for this pt condition and the clinicians had not responded effectively to the change in the pt condition, so we will consider this as a serious injury, where monitoring was a factor. A philips field svc engineer (fse), went onsite post-incident and tested the involved device and collect data logs. The customer's biomed told the fse that he tested the monitor and found no problem, the monitor tested to specifications. The log files were reviewed by a philips clinical specialist, who determined that the mp30 monitor alarmed for both spo2 desaturation instances. The alarm log shows that in 2008, at 20:14:53 there was a red desat alarm reported for this pt with a desat level of 41, which was silenced at the central station at 20:15:08, 55 seconds after the alarm sounded. The second reported incident shows on the same day, at 23:22:32 there was a red desat alarm reported for this pt with a desat level of 21, fully consistent with it being silenced at the bedside. Further investigation into the customer's configuration file was done by philips learning products clinician, who determined that the bedside alarm in the customer's configuration is set to volume 5 (out of a possible range of 01-10) with the low volume limit at 4. No device malfunction occurred.